Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended. The patient is scheduled for a follow-up to make programming changes.

Event description:
New information received indicates that new episodes of non-sustained rv oversensing were noted via merlin.net transmission. The patient was asymptomatic. Programming changes will be made during the patient's next follow-up visit.